Event description:
Pt had a cryoablation procedure which went well. One week later the pt reported to the doctor that they had a vaginal discharge and it had changed from clear to yellow and resembled urine. The doctor's diagnostic assessment was that there was a fistula, and possibly a perforation through the uterus into the bladder. The procedure was observed by a company rep who was watching the ultrasound and said it did not appear that there was freeze through into the bladder.